Event description:
A report was received that after the permanent implant procedure, the patient was unable to walk and felt a burning and stabbing pain from the groin to the foot. The patient was implanted with two systems and both systems were explanted. The physician believes the patient's symptoms may be device related as the device could have been placing pressure on a nerve. The patient was able to walk and was reportedly doing better following the explant procedure.

Event description:
A report was received that after the permanent implant procedure, the patient was unable to walk and felt a burning and stabbing pain from the groin to the foot. The patient was implanted with two systems and both systems were explanted. The physician believes the patient's symptoms may be device related as the device could have been placing pressure on a nerve. The patient was able to walk and was reportedly doing better following the explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance, operational and photographic imaging tests performed. The complaint was not verified. The devices were explanted soon after the implant due to burning/stabbing pain from the groin down to foot. Current leakage tests verified that the device has no loss of electric current into the surrounding tissue as a result of faulty insulation. The surface temperature of the devices were monitored with a thermal camera and found no noticeable temperature changes. The ipg's passed all functional tests. No discrepancies were identified. Device evaluation indicated that the leads passed the visual imaging test performed. Visual inspection were performed to ensure the device integrity. The leads exhibit normal characteristics. No anomalies were found.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg) model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm.